Manufacturer narrative:
The pump was unable to prime during the prime test and motor error alarmed during the basic occlusion test due to loose and or protruded drive support disk. The motor passed motor test. There was no compromised force sensor system alarm. There was minor scratched lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump will not stop during priming. The customer's blood glucose level at the time of incident was unknown. The customer states that insulin is squirting out during manual prime. The customer states they are receiving compromised force sensor system alarm. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.